Event description:
It was reported the mcl20 was used during an unknown procedure. It was reported the clips malformed. No add'l info is available. There was no consequence to the pt. Rep is returning tyvek lid but not the product.